Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient's trial started on (B)(6) 2024. It was reported that the patient was experiencing a suspected infection. This issue was on going. They stated that they felt they might get infected or have an infection as they had the option for an antibiotic from their hcp but was told they would not be put on it. Additional information was received from the patient on (B)(6) 2024. They reported that over the past two days, they had been trying to get antibiotics from their clinician. They were concerned because they found a "minor indication of bleeding," a smear of pink, on the back side of their toilet and believes the incision and the opening in their skin were making them vulnerable to infection. Patient had now been prescribed an antibiotic for five days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.